Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (1000 mcg/ml) via an implanted pump. It was reported that at the patient¿s last refill appointment the hcp was expecting to withdraw 7 ml of drug from the reservoir; however, they were able to withdraw approximately 14-15 ml. The patient typically had some discrepancy in volume (between 2-3 ml) but this last one was more substantial. A dye study was attempted today, but they were unable to aspirate the catheter, so the procedure was aborted. They emptied the reservoir again to compare the expected versus the actual volume, and they were expecting 33.7 ml and the hcp withdrew 35 ml. The hcp wanted to have the patient get on the schedule for an or (operating room) so they could take a closer look at the pump connection and the proximal catheter. The hcp was unsure who would be doing the procedure, soit was planned, but not yet scheduled. The patient did not have any symptoms of withdrawal and ¿feels normal¿. It was noted that they would tentatively replace the pump at the procedure as the patient only had a year or two left on the current pump. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient¿s prior pump was replaced due to flipping in the pocket often (see manufacturer¿s report # 3004209178-2023-01329). They did not replace the catheter at that time, so there was a possibility that the catheter was coiling with that first pump and was now prone to kinks. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and it was reported that a catheter revision occurred on (B)(6) 2023. The existing pump segment was coiling and had small kinks in the catheter. The 8780 pump segment was removed and an 8784 was trimmed and implanted. The pump was also replaced prophylactically to avoid another surgery in the next year or two. It was noted the 8780 pump segment was discarded by the physician. The catheter was aspirated after 8784 was connected to new pump, so they did a full system prime.